Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified after opening the outer bag of a small volume folfusor, which was filled with fluorouracil hs 3300mg in 115ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date: january 6, 2017 ¿ january 10, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A leak test was performed with no signs of a leak. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.